Event description:
--

Event description:
Boston scientific received information that during routine follow-up, this left ventricular (lv) lead was observed to be dislodged. This lead exhibited loss of capture (loc) and undersensing. A surgical intervention was performed to explant this lead. This lead is no longer in service and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, set screw marks were noted on the terminal pin and ring. Blood/body fluid was also observed in the lumen. Conductors were stretched and electro-cautery damage noted in several places. In addition, tears in the inner silicone insulation along with corresponding bends in the outer poly insulation were noted. The lead passed electrical testing and the lead tip was intact therefore, the allegation could not be confirmed by analysis.